Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm failed to occur and/or silenced itself on (B)(6) for bed 7 (mon 7). There has been no patient incident confirmed at this time.

Event description:
The customer reported that an alarm for the patient in bed 7/monitor 7 silenced itself on (B)(6)2017 involving an ECG related alarm. Additional information was requested from the customer and no patient harm or delay or any urgent medical therapy occurred.